Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred while using the bd agulhas precisionglide needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the liquid comes back and the medicine is lost; thus, the correct application of the vaccines in the patients (mainly children) is not carried out.

Event description:
It was reported that leakage occurred while using the bd agulhas precisionglide¿ needles. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the liquid comes back and the medicine is lost; thus, the correct application of the vaccines in the patients (mainly children) is not carried out.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-may-2022. H.6. Investigation: samples and photos received for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, light pass tests to check for cannula obstruction and leakage testing. No leak or clogged cannula or any abnormality in the parts that could cause the reported incident were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.